Event description:
During an emergency cardiac catheterization procedure, the x-ray equipment failed while attempting to perform the diagnostic coronary angiography. The equipment was rebooted twice, without resolution of the problem. Patient was moved to another room, and the procedure resumed there and was completed with no further issue.